Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 69 mg/dl was confirmed on (B)(6) 2017. Basal rate was set to 2 u/hr for the majority of the day. There were no erratic bolus requests. Keeping a constant basal rate setting throughout the day could cause low bg levels. There is no evidence of device malfunction.

Manufacturer narrative:
Per the t:flex user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that a few hours after eating lunch and delivering a 17 unit bolus, the customer's blood glucose (bg) level dropped to 56 mg/dl. The customer turned off the pump and consumed candy. The customer called the paramedics; however, no treatment was provided. The customer did not know the cause of the low bg. Tandem customer technical support (cts) reviewed the pump settings with the customer and the pump time was found to be off by an hour. The pump time was corrected.